Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results from the same lot of the subject device from the user and the legal manufacturer¿s final investigation. This report also provides a correction to h4. The customer did not return the actual subject device but returned forty-five (45) single use distal covers (maj-2315) from the same lot (h2x28) for evaluation. All 45 single use distal end covers were in the original package sealed. There is no damage or other abnormalities to the package or the contents inside the package. The cover went on secure and would not come off when gently pulled. Testing of the returned lot was unable to replicate the issue. The investigation results could not determine a specific root cause of the event that occurred at the facility. It was confirmed that the distal cover does not come off from the tip of the endoscope if it can be attached correctly according to the procedure in the instruction manual. It is likely that the detachment of the distal cover that occurred at the facility was caused by the following handling by the user: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. The handling precautions for these factors are described in the instruction manual (IFU, 9.3 attaching the distal cover. It is important that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Do not use anti-fog agents as it is known that anti-fog agents will damage the cover.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not received for evaluation, the definitive root cause of the dropped cover could not be determined. It is possible that the event occurred due to user handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Event description:
An olympus territory manager reported on behalf of a customer, during preparation for use, when the technician applied the single use distal cover it was sliding off. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.